Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that patient factors (calcification on the lcc) and the procedure itself may have caused or contributed to the annular rupture. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences japanese affiliate, during the transfemoral implant of a 23mm sapien 3 valve in the aortic position, annular rupture occurred. After the 23mm sapien 3 valve was implanted, pericardial effusion was observed. When closing the access site, the patient's blood pressure dropped, and level of consciousness decreased. Thoracotomy was performed and drainage of the effusion began. After the thoracotomy was closed, bleeding from the drain tube was noted. Thoracotomy was performed again. The surgeon noted that the bleeding was observed around aortic valve. The procedure was converted to a surgical procedure. It was found that calcification on left coronary cusp (lcc) perforated the sinus of valsalva and this was the bleeding point. The team determined that the patient was surgically inoperable, and the patient passed away on the same day as the procedure.